Manufacturer narrative:
Product analysis :visual examination of the balloon appeared to be used but undamaged. Functional test: a sample syringe was filled with liquid, and then were injected into the returned ibt. The instrument was pressurized, with no leaks identified. Unable to replicate customer concern; after visual review and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.

Event description:
It was reported that patient with compression fracture underwent balloon kyphoplasty at l2. Intra-op, after expansion, the balloon burst. It was lodged in the cannula. Physician had to remove cannula to remove the balloon. No patient complications were reported.